Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: update: 11/26/2013 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. The medical records that were provided were reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. It has been reported that the depuy femoral device was implanted with a competitor manufactured acetabular product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised due to dislocation.